Event description:
It was reported that the device did not store a couple of episodes as the episode log information was missing. It was noted that the device's ability to detect and treat was not compromised. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The translated pdd file shows no issue with the device; however, the complaint was verified by tech services personnel.